Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer does not start; the power supply was defective. It was also determined at analysis that the stylus tip had a loose tip and was not recognised by the touch screen. The cord bay latches were broken, and the lower left and right hinges were worn. The keyboards left and right hinges were broken. The paper tray was nearly empty, and the bullets assay was broken. The software was reconfigured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer does not start. The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.